Event description:
A healthcare facility in another country reported that some of the tabs on an hc405 nasal mask were broken. There was no patient consequence reported.

Manufacturer narrative:
Method: device not available, however, we are aware of this situation from previous complaints and this is the basis for the remainder of information provided. Results: plastic locking table incorporated into the elbow connector of these CPAP masks may break off if they are not cleaned in accordance with our instructions for use. Conclusion: fisher & paykel healthcare is currently conducting a retail level recall on all tabs designed connectors for CPAP masks. U.s recall was initiated on 29 november 2006. All products manufactured since april 2006 features a redesigned connector that removes the locking tabs and is not subject to this recall.